Event description:
It was observed that during the device evaluation, the gynecologic laparoscope exhibited damaged fibre bonding in the outer tube area at the distal end and foreign material in the laser light cable plug of the video cable section. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a root cause for the "damaged fibre bonding in the outer tube area at the distal end" malfunction could not be identified. In addition, based on the results of the investigation, olympus confirmed foreign material in the laser light cable plug of the video cable section, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.